Event description:
It was reported a potential type 1 endoleak occurred on an unidentified endovascular aortic aneurysm repair graft following placement of the device. Infolding of the device was also noted. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Customer (person): postal code: (B)(6). Initial reporter occupation: interventional radiologist. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Correction: the customer provided confirmation that the device involved in the event is a zenith alpha abdominal bifurcated main body graft (zimb). The subject device is not manufactured by cook inc., but rather by william cook europe (wce). As such, cook inc. Will not be submitting any further reports regarding this device.

Event description:
The customer provided confirmation that the device involved in the event is a zenith alpha abdominal bifurcated main body graft (zimb). The subject device is not manufactured by cook inc., but rather by william cook europe (wce). As such, cook inc. Will not be submitting any further reports regarding this device.